Event description:
Caller reported compact plus system blood glucose result of 301 mg/dl on his compact plus system and 140 mg/dl on a friend's compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).